Event description:
The customer reported she experienced a blood glucose of 38 mg/dl. She treated with a bottle and a half of soda and candy. Customer declined to troubleshoot for low blood glucose and stated she was aware of why it was low. At the time of reporting the issue, her blood glucose was 144 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.